Event description:
It was reported via repair work order that the loading of the cot was affected due to a broken load wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.